Manufacturer narrative:
The device is not available for evaluation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event occurred on an unspecified date involving an unspecified tubing set where it was reported that during a patient's transport, the tubing snapped in two at the drip chamber junction. Unfortunately, this patient was on a vasoactive medication and started to deteriorate quickly. They required increased dosing of additional medications to regain stability. There was an analysis completed on their campus and all parties involved mentioned that there was a slight pull on the tubing, but none felt it was severe enough to cause the breakage. There was patient involved and patient harm where the patient's condition deteriorated.